Event description:
Correction to g3 of the initial medwatch. The aware date should be 20-apr-2021.

Event description:
It is reported after a bronchoscopy procedure (for the indication of: ground glass opacities ),using an evis exera ii ultrasonic bronchofibervideoscope, the bronchoalveolar lavage (bal) wash obtained at the end of the procedure tested positive for exophiala lecanii-corni (and other microorganisms). Sequence of events as follows: (B)(6) t2020-bronchoscopy procedure, bal obtained. Date not provided: respiratory culture results: light growth streptococcus, alpha hemolytic fungal culture: exophiala lecanii-corni. (B)(6) 2020-seen by pulmonologist for follow-up after bronchoscopy procedure: no new issues identified. (B)(6) 2020-patient called pulmonologist office: feels worse, chest congestion, (B)(6) 2020-seen by pulmonologist for 6-week follow-up: continues with shortness of breath. (B)(6) 2021-seen by pulmonologist: continues to have intermittent shortness of breath, no new symptoms. The patient was not treated with antifungal therapy during the course of these events. The patient's current condition is described as no new complaints. Case with patient identifier (B)(6) reports patient 1/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 2/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 3/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 4/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 5/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 6/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 7/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 8/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 9/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 10/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 11/11 with bal testing positive for exophiala lecanii-corni and not treated.